Manufacturer narrative:
Concomitant product: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0h2zn, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0h1py, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that a lead revision surgery was performed as the lead was placed in the gpe rather than the gpi. It is unknown if the lead migrated or was placed in the incorrect location. During the microelectrode recording, the patient became unresponsive so the recording was stopped and a CT scan was performed. The CT scan resulted in the identification of a hematoma that was related to the unresponsiveness. The patient was brought back into the operating room the same evening and the clot was removed. The patient was placed in the intensive care unit for recovery and the implantable neurostimulator (ins) was scheduled for a later date. Please see report number 3004209178-2016-20269.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.